Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump was beeping and needed a new battery. The customer replaced the battery and now the insulin pump has a blank display. Troubleshooting was performed. The insulin pump will return. The customer's blood glucose is 246 mg/dl.

Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing.